Event description:
While using the lift to get pt out of bed the arm of the alpine tipped the whole way back. And one loop of the sling slipped the whole way off. Pt started to slide and they grabbed the strap, rehooked the other ones so they wouldn't flip over face first and lowered pt to the floor.